Event description:
(B)(4). Pain during sex. Spotting after sex. Teeth began to break and fall out. Fatigue all the time. Pain in my lower back and upper legs. No sex drive. Hair loss. Really bad acne and break outs on my face neck and back. Painful menstrual cycle. Abnormally heavy bleeding.